Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient called the pd clinic on (B)(6) 2025 due to complaints of not feeling well and cloudy pd effluent. The patient additionally reported that her abdomen was very tender, and she had a slight fever. The patient was brought into the pd clinic. Cell counts and pd cultures were obtained. The patient was diagnosed with peritonitis. The clinic¿s peritonitis protocol was initiated after receiving orders from the physician. The patient was initially administered intraperitoneal (ip) ceftazidime 2g and vancomycin 1g at the clinic. The patient was then prescribed ip ceftazidime 2g daily in a manual exchange with a 6-hour dwell prior to treatment on the cycler. The pd culture resulted positive for gram-negative bacilli, pseudomonas aeruginosa. The white blood cell (wbc) count was 596. On (B)(6) 2025 the patient went to the hospital. During the hospitalization, the patient was administered ip ceftazidime 2g daily. The patient was discharged on (B)(6) 2025. The patient was to continue the antibiotic treatment through 02/dec/2025. The patient did not require a pd catheter removal. The patient is continuing ccpd therapy during recovery. The doctor stated the cause of the peritonitis was likely from the patient showering.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a possible temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis, but the reported cause of the event occurred during showering and not during dialysis treatment. It is unknown when the patient completed their last treatment in relation to the showering where the suspected contamination event occurred. There is no documentation between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the patient¿s peritonitis event was showering. Pseudomonas aeruginosa is commonly isolated from natural resources like soil and surfaces in aqueous environments. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient called the pd clinic on 06/nov/2025 due to complaints of not feeling well and cloudy pd effluent. The patient additionally reported that her abdomen was very tender, and she had a slight fever. The patient was brought into the pd clinic. Cell counts and pd cultures were obtained. The patient was diagnosed with peritonitis. The clinic¿s peritonitis protocol was initiated after receiving orders from the physician. The patient was initially administered intraperitoneal (ip) ceftazidime 2g and vancomycin 1g at the clinic. The patient was then prescribed ip ceftazidime 2g daily in a manual exchange with a 6-hour dwell prior to treatment on the cycler. The pd culture resulted positive for gram-negative bacilli, pseudomonas aeruginosa. The white blood cell (wbc) count was 596. On (B)(6) 2025 the patient went to the hospital. During the hospitalization, the patient was administered ip ceftazidime 2g daily. The patient was discharged on (B)(6) 2025. The patient was to continue the antibiotic treatment through (B)(6) 2025. The patient did not require a pd catheter removal. The patient is continuing ccpd therapy during recovery. The doctor stated the cause of the peritonitis was likely from the patient showering.